Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 424 mg/dl at the time of incident and the current blood glucose level was 440 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. Customer reports basal rates were programmed accurately. The insulin pump will not be returned for analysis.